Manufacturer narrative:
Record reopened to submit MDR per CAPA 567084. Previous mw was for hernia. This follow up is for pah. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on: ¿ (B)(6) 2014 with legacy coolmax (no sn provided) to the upper abdomen. ¿ (B)(6) 2014 with legacy coolcurve+ (no sn provided) to the right flank. Patient experienced a hernia (reported in prior mw). They also developed paradoxical hyperplasia (pah/ph) of the abdomen (onset date not provided) diagnosed (B)(6) 2018. No upm. Pt had an earlier mw submitted for hernia. (See 3007215625-2018-00014).

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This report is for the hernia and subsequent repair. Although the incident was not life-threatening, did not cause a serious deterioration in the patient's state of health, did not require immediate medical intervention to preclude death, irreversible damage to body structure or permanent disability or loss of function, hernia requires surgical intervention to correct and avoid potential complications. Diligent efforts are still being conducted by allergan to gather additional information.

Event description:
On 11/28/2018, allergan received report of a female patient who received coolsculpting treatment to her upper and lower abdomen in (B)(6) 2014, and within a year has developed lumps in her abdomen, which prompted her to see her physician. After an ultrasound was performed, the physician told the patient that she had an umbilical hernia and referred her to a surgeon. The patient consulted a surgeon after several months but did not undergo hernia repair until (B)(6) 2018. Six weeks after the hernia repair, the physician referred the patient for ultrasound and CT scan to ascertain why the patient's stomach had become enlarged, hard and lumpy. After the ultrasound and CT scan, the patient was told she had developed also diastasis recti and paradoxical adipose hyperplasia. This report is for the hernia and subsequent repair. Although the incident was not life-threatening, did not cause a serious deterioration in the patient's state of health, did not require immediate medical intervention to preclude death, irreversible damage to body structure or permanent disability or loss of function, hernia requires surgical intervention to correct and avoid potential complications.